Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, that during device preparation for a mitraclip procedure it was identified that sterility of the pouch may have been broken. It was reported that they were unsure if it was a pre-existing condition of the pouch or if someone had improperly opened the pouch. The device will be returned and the procedure was preformed successfully. There was no patient impact, there were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the damaged pouch could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design or labeling.